Event description:
Boston scientific received information that this device was returned for routine disposal. There was no allegation from the field regarding the function of the device. Initial testing noted a possible performance issue concerning battery longevity. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was analyzed. A longevity calculation was performed, which confirmed the device had failed to meet longevity expectations. The device case was opened and the battery was replaced with a power supply. Electrical measurements noted a high current condition. Further detailed analysis isolated the high current condition to a degraded low-voltage capacitor.